Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had air bubbles at top of reservoir. Customer stated that approximate size of air bubble was quarter of a inch. Customer tried to remove air bubbles but air bubbles were not removed successfully. Customer's blood glucose was 366mg/dl at time of call. Product will not be return or analysis.